Manufacturer narrative:
(B)(4). Mfg date: unknown as lot is unknown. Evaluated during a meeting on 01/30/2012: the original placement of the filter is unknown. The received images are of poor quality, but according to them the filter was well expanded. The exact reason for the migration cannot be determined, but may be "due to patient condition" as reported. During the manufacturing process, the spring effect of all filters (100%) is controlled by advancement through a sheath. Lot unknown why no investigation of manufacturing records. Reviewed on 02/03/2012. Per specification, this product is manufactured, inspected, and packaged by supplier. The product is shipped with IFU which describes warnings, precautions and proper deployment technique. No product was returned to assist in the investigation. The spring effect of the filter is verified in quality control. The product is shipped with an IFU which describes warnings, precautions and proper deployment technique. It is likely that this failure was due to the condition of the patient, as was stated in the complaint description. We will continue to monitor for similar complaints and have notified the appropriate personnel. The qera was revised in response to this complaint. Per the conclusion of qera, no further mitigating action is necessary at this time.

Event description:
A bedside filter placement was being performed under i.v.u.s. Filter migrated to the right atrium / svc (super vena cava). Physician believes filter may have migrated post deployment due to patient condition / valsalva. Patient had multiple / critical medical conditions. Filter was successfully retrieved and a new filter was placed in the ivc. Patient underwent a secondary procedure to retrieve the filter. The filter was successfully retrieved, with no patient complications reported.